Event description:
It was reported that after implantation of the intraocular lens (iol), the patient developed intraocular inflammation and the lens was explanted. The interior of the eye was rinsed out. At explant, it was noted that the iol was opacified. The results of laboratory testing indicated pseudomonas aeruginosa and the patient was treated with vancomycin vitreous injection and anterior chamber irrigation. The surgeon indicated that the pseudomonas aeruginosa was specific to the patients's eye as the culture results of the iol case were negative. No further information was provided.

Manufacturer narrative:
Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related with the customer claim was generated. Sterilization records: the production order was sterilized. The sterilization record for this lot was reviewed and no deviations that could affect the sterility assurance were identified. The product was processed according to requirements and met the specifications. Placeholder.

Manufacturer narrative:
Corrected data: catalog #: zcb00v00220. If implanted, give date: (B)(6) 2013. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: the lens was explanted and was not replaced with another intraocular lens; the patient was left aphakic. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.